Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and loss of consciousness, cardiopulmonary resuscitation was performed. It was also reported that intermittent undersensing was observed on the right ventricular (rv) lead during vt episodes. It was also noted that intermittent oversensing was observed on the right atrial (ra) lead resulting in a mode switch. The ra and rv leads remain use. No further patient complications have been reported as a result of this event.